Event description:
It was reported that the tip of the t8 stardrive screwdriver shaft broke off while inserting a 2.7(millimeter) mm cortex screw. The broken tip was recovered out of the screw head. There is no additional information available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Product investigation evaluation: the complaint condition for the 314.467, lot number 6204384, stardrive screwdriver shaft t8 was likely caused by five years of use and possible misuse; however, this complaint is not a result of any design related deficiency. The returned stardrive screwdriver shaft t8 is an instrument routinely used in numerous systems including the 2.4mm/2.7mm variable angle locking compression plate (va-lcp) forefoot/midfoot system. The device was returned and reported to have had a broken tip which occurred while implanting a cortex screw. This condition is confirmed; the distal portion of the device ends in a slanted homogenous fracture. It is likely that five years of use has led to this complaint condition; the device was manufactured in january 2010. It is possible that the screw was angled incorrectly or was over tightened, which could have led to this condition. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that there were no mrr¿s, ncr¿s, or complaint related issues with this. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.